Manufacturer narrative:
The pod was received with the soft cannula deployed and discoloration visible through the top and bottom housings. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to download the data. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply in an attempt to download the data. This attempt was also unsuccessful. The download data could not be retrieved from the device as the pod could not pair with the master pdm. Corrosion was observed on the pcb assembly and bottom battery. Leak testing of the fluid path found a tear in the unexposed portion of the soft cannula 0.0485 inches from the soft cannula nailhead, which resulted in fluid leaking inside the device. This internal leak contributed to the observed corrosion and the inability of the pod to communicate with the master pdm. Due to the download data from the pod being unavailable, it could not be conclusively determined if the pod generated a hazard alarm. It could not be conclusively determined if the internal tear contributed to the reported alarm. The exact cause of the reported event could not be determined. Rca  field notes:  bend / kink (unknown when issue occurred) rca supportive data includes: fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula.  The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula.  No other defects or deficiencies were found during the investigation, that would contribute to the reported high bg (blood glucose) levels. MDR result code:  135 / degradation problem MDR conclusion code:  4315 / cause not established regulatory report cause and trending information: could not determine.

Event description:
It was reported that the patient's blood glucose levels reached 462 mg/dl while wearing the pod between 4 and 24 hours. Patient experienced a hazard alarm during operation.

Manufacturer narrative:
The pod was received with the soft cannula deployed and discoloration visible through the top and bottom housings. Initial attempts to download the data were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to download the data. This attempt was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply in an attempt to download the data. This attempt was also unsuccessful. The download data could not be retrieved from the device as the pod could not pair with the master pdm. Corrosion was observed on the pcb assembly and bottom battery. Leak testing of the fluid path found a tear in the unexposed portion of the soft cannula 0.0485 inches from the soft cannula nailhead, which resulted in fluid leaking inside the device. This internal leak contributed to the observed corrosion and the inability of the pod to communicate with the master pdm. Due to the download data from the pod being unavailable, it could not be conclusively determined if the pod generated a hazard alarm. It could not be conclusively determined if the internal tear contributed to the reported alarm. The exact cause of the reported event could not be determined.